Manufacturer narrative:
One cadd cassette reservoir was received in a used condition without its original packaging. The sample was inspected at "at a distance of 12" to 24" under normal conditions of illumination. Visual inspection revealed a cut in the top of the assembly bag near the pump connection tube. Functional test found that the assembly bag leaks into the cut found when a syringe was used to infuse water into it. A review of the manufacturing process was conducted and deemed adequate and correct. The most probable root cause of the reported issue is during the bag loading operation, the assembly bag was not handled properly.

Event description:
Information was received indicating that morphine medication leaked while using the cadd cassette reservoir. The leak occurred from the plastic bag in to the cassette casing. There was no reported injury to the patient.